Event description:
It was reported that during an aortic prosthetic implant treatment procedure, wire coating detachment occurred. A back-up meier .035in, 300cm ex, c hooped, had been advanced through a 5f non-bsc pigtail catheter. The physician encountered difficulty in removing the wire from the catheter. The devices were removed from the pt. The physician was able to separate the devices outside the pt; however, the coating of the wire detached. The procedure was considered to be completed with this device. There were no pt complications reported with the pt's current condition listed as fine.

Manufacturer narrative:
(B)(4).